Event description:
When removing the huber plus needle from a pt's port, the nurse got stuck by the needle. The nurse was treated with the standard hospital protocol for a needlestick after use on a pt with an infectious disease. The nurse is reported to be fine.